Event description:
The customer reported that there was bleeding from sealed vessels during a colectomy even though end tones, signifying a completed seal cycle, were heard. Roughly 500cc of blood was lost and a transfusion was necessary. Endo loops were used to control the bleeding. The patient is said to be in fine condition and has recovered.

Manufacturer narrative:
(B) (4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.